Event description:
It was reported that during procedure, the device emitted a loud bang, after which the fibers of the laser probe began to smolder, producing smoke. The user replaced the prism and connected a new laser probe; however, the fibers of this second probe also began to smolder, with increased severity. The device had successfully completed its self test prior to use, with no issues identified. Boston scientific has been unable to obtain additional information regarding the patient or procedure outcome, despite good faith efforts.